Event description:
Additional follow up was performed with the patient's funeral home who indicated that the device was unavailable for return; however they were uncertain if it was explanted or discarded. Attempts for additional information regarding the patient's death have remained unsuccessful.

Event description:
Additional information was received from the physician's office indicating that they had lost the patient's medical history during a move and would be unable to provide any more information.

Event description:
It was reported that the patient passed away on (B)(6) 2009 from congestive heart failure. The relationship between the patient's death and vns is currently unknown, and attempts for additional information have been unsuccessful to date.